Event description:
Medical device implanted without consent for breast cancer awareness research started sending sharp pains throughout my neck and into my chest. Surgeon will not return calls, and have made three attempts to have it removed. In concerned something is very wrong.